Event description:
As reported, before use in patient with this disposable pressure transducer (dpt), the device fell apart. The female connector was detached from the pressure tubing (medwatch (B)(4)). The same issue occurred with other dpt (medwatch (B)(4)). There was no allegation of patient injury. Only the device involved in the medwatch (B)(4) was available for evaluation. As a summary, 2 medwatch reports were submitted for this event (medwatch numbers (B)(4)).

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Patients demographics not provided. The disposable pressure transducer was sent to our product evaluation laboratory for a full evaluation. As received, pressure tubing was found completely detached from bond joint with female connector. Indications of what appeared to be bonding material were evident on tubing bond surface area. Tubing outer diameter was measured near the point of detachment, and it was within specification. No other visible damage or inconsistency was found from returned line. Lab findings were aligned to the provided customer picture. Evaluation results revealed that the reported event of "female connector detached from the pressure tubing" was confirmed. Further investigation was completed by the engineers in the manufacturing site and it could be determined that the failure is likely due to the solvent bonding process during manufacturing. The manufacturing personnel has been notified about this condition and this type of issue will continue being monitored through complaint system for further occurrence.

Event description:
As reported, before use in patient with this disposable pressure transducer (dpt), the device fell apart. The female connector was detached from the pressure tubing (MFR report number 2015691-2024-04315). The same issue occurred with other dpt (MFR report number 2015691-2024-04316). There was no allegation of patient injury. The device involved in this case was available for evaluation. As a summary, 2 medwatch reports were submitted for this event (2015691-2024-04315 and 2015691-2024-04316).